Manufacturer narrative:
This event occurred on an unspecified date 2019. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were contaminated. It was further specified plastic appearing particles were observed inside the empty bag; which "makes it impossible to use". There was no patient involvement. No additional information is available.

Manufacturer narrative:
Four (4) actual samples were received for evaluation. Visual inspection was performed and a loose white plastic piece inside the bags in the same area where the customer marked the bags with a marker with all four samples was identified. A functional testing was not performed for this complaint. Additional visual inspection along with magnification verified a loose white foreign matter that appeared to be a plastic inside at the area of the bags where the customer circled all of the samples. The reported problem was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.